Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). This submission to to relay information that was omitted on MFR-0001038806 - 2019 - 00958. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H10: additional narrative. The following section has been corrected: h10: infection: a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was removed due to an infection.